Event description:
It was reported that, the physician requested a confirmation of the appropriate therapy delivered from the subcutaneous implantable cardioverter defibrillator (s-ICD) system to this patient during the last year. Additionally, during the automatic setup none of the vectors were successful. Upon reviewed, the technical services (ts) indicated that this s-ICD delivered inappropriate therapy in multiple occasions due to sense b node oversensing or a possible under insertion. The patient was recently implanted with a left ventricular assist device (lvad) that has been oversensed, also leading to inappropriate shock. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.